Event description:
It was reported that during an upgrade procedure, the physician cannulated the coronary sinus ostium with the delivery catheter and guidewire and advanced the catheter into what was believed to be the coronary sinus branch. Contrast was injected and the contrast filled the pericardial cavity but there was no staining noted. The patient then became unresponsive and cardiopulmonary resuscitation (CPR) was performed for approximately 30 seconds and the patient then became responsive. CPR was stopped and an echocardiogram was performed, which showed a five to ten percent effusion and a perforation of pericardium was noted. The delivery catheter was removed and the physician chose to implant a right ventricular (rv) lead and connect it to the device with a plugged lv port for a future implant to attempt an epicardial lv lead implant. No further patient complications have been reported as a result of this event.